Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  When attempting to charge to 200 joules during testing, physio heard an arcing sound, followed by a "pop" from within the device.  An odor was also observed.  The device would not deliver therapy.  Physio then replaced the power supply assembly, therapy pcb assembly, inductive resistor and energy storage capacitor.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure to shock was due to an electrically shorted diode, designator cr44.  When cr44 shorted, it damaged multiple components, traces and feedthrough's on the pcba. Physio also further examined the removed power supply assembly and observed that a capacitor, designator c58, had been burned open due to an electrical short.  Physio advised that when the capacitor was in the process of shorting, the device's ability to charge (in order to shock) may have been compromised.  Once the capacitor had burned open, however, the charge function would be operational albeit noisier.  Physio was unable to conclusively determine if the failure of c58 was related to the extensive damage caused by the therapy pcb assembly, or a separate issue. Physio also further evaluated the removed inductive resistor and energy storage capacitor. Both parts had cosmetic damage caused by the cr44 failure on the therapy pcb assembly; however no functional failures were observed.

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device would not shock when prompted.